Manufacturer narrative:
(B)(4). Analysis of the returned product noted blood and contrast visible in the inflation lumen and on the distal shaft, which is consistent with a leak or rupture while in the patient anatomy. The balloon had relaxed folds. There was a hole under a balloon fold 2 mm distal to the proximal marker. There was a flap from the balloon material over the hole. The flap was 1 mm in length and 1 mm wide. There was an imprint of the flap on the bottom balloon fold. There was a kink in the support mandrel 10 cm proximal to the guide wire exit notch which may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Factors that may contribute to a tear in the balloon include, but are not limited to, balloon damage during manufacturing, material discrepancies, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification or tortuosity, or insufficient preparation prior to use. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the rated burst pressure prior to release. Analysis noted a flap of torn balloon material under the balloon fold. Damage of this type can be the result of material processing or incorrect preparation for use. Reportedly, the balloon was not soaked prior to use. The rx voyager instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is possible that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as the balloon was inflated, the balloon material tore and peeled. In this case, the reported balloon rupture and noted balloon damage appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. There have been no other incidents reported for this lot. Device code: 2017 improper or incorrect procedure or method (failure to follow steps in preparation of balloon)

Event description:
It was reported that during pre-dilatation in the heavily calcified, distal posterior descending artery lesion, the rx voyager balloon ruptured at unknown pressure. The balloon was entirely removed from the anatomy without intervention and there was no adverse patient effect. Prior to use the balloon had not been lubricated, only flushed with heparinized saline. Though requested no additional information was provided.